Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the stapler was able to close to get through the portal but the jaws of the reload would not close over the appendix base. Another handle and reload and use of clips to loop were used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the cartridges noted that each loading unit had a full complement of staples and the anvil clamping mechanisms were deformed. Each loading unit was loaded into the subject instrument for functional testing. Each loading unit was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each loading unit from firing a second time. Functional testing confirmed the safety interlock feature successfully prevented each loading unit from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.